Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant, the consigned iol had a requested leading haptic when it was prepared. The nurses had completed all the steps correctly, and the surgeon was able to implant it safely. Additional information was received stating that the consigned iol had a twisted leading haptic when it was prepared. The lens was left implanted.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).